Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized to the unknown date. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they needed assistance in programming the basal rate of the insulin pump. The customer stated that the hospital wanted to drop the insulin from 4u to 3u. The device will not be returned for analysis.